Event description:
Surgeon indicated that a tgs uka femoral component had been converted to a bicompartmental femoral component and a patellar arthroplasty on (B)(6) 2011 for persistent pain. At the time of conversion surgery, the surgeon found the femoral component to be loose.

Manufacturer narrative:
Product was not returned for evaluation. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or additional info received, the investigation may be re-opened.